Event description:
It was reported that during a surgical procedure, the articular surface implant was removed from the outer packaging and hair was observed inside the blister case. The implant thickness could not be changed intraoperatively. The device was reportedly disinfected and implanted. There was an approximate five-minute surgical delay.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.